Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an unspecified mechanical malfunction. No other adverse patient effects were reported.

Event description:
Additional information received further reported there was no fluid in the system. The old reservoir was left in situ and was capped off with true lock. A new reservoir was implanted on the opposite side.